Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that there was a replaced triathlon tibial. Lot's of soft tissue scarring. Surgeon cleaned and replaced insert.